Event description:
The us complainant had a 68-year-old male patient admitted with a stemi placed on venoarterial (va) extra corporeal membrane oxygenation (ECMO) and impella cp support. During support, the team observed a large hematoma at the groin. The site was held and sutures placed but, the bleed did not resolve. The team treated the condition with 3 untis of red blood cells (rbc) and albumin. The pump was explanted and the team observed vessel damage at the superficial femoral artery (sfa)/profunda that was treated by stenting and transfer for vascular repair. The patient is noted to have survived.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding and vascular damage has been completed since the original report was filed. No damage or abnormalities were found on the returned product. There is no evidence of excessive force used. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related.